Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of deformation at the distal tip of the dilator was confirmed and the damage appeared to be associated with use of the device. One guidewire, one 13fr dualator dual diameter vessel dilator, and one 14fr dualator dual diameter vessel dilator were returned for investigation. The guidewire was bent 24 cm and 30 cm from the j-tip. The distal tip of each dilator exhibited plastic deformation. The material flared outward from the tip of the dilator. What appeared to be blood residue was observed within the distal tip of each dilator. The outside diameter of the guidewire was within specification. The observed deformation at the tip of each dilator is consistent with wear against a guidewire. The kink and bending of the wires indicates complications during the procedure. Due to evidence of use and deformation that is consistent with wear against a guidewire, it was determined that the dilators were damaged during use. A lot history review (lhr) of recx1482 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (recx1482) have been reported from the same facility in (B)(6).

Event description:
It was reported that when the dilator was inserted after inserting the guidewire, feel was very heavy. Therefore, when the tip of the dilator was checked, it was damaged. In addition, the guidewire was bent in the middle. There was no reported patient injury. 4/8/2021- two devices were returned. This report addresses the second device.

Event description:
It was reported that when the dilator was inserted after inserting the guidewire, feel was very heavy. Therefore, when the tip of the dilator was checked, it was damaged. In addition, the guidewire was bent in the middle. There was no reported patient injury. 4/8/2021- two devices were returned. This report addresses the second device.

Manufacturer narrative:
The date received by manufacturer was incorrect on the intimal report submitted. The correct date received by manufacturer is 04/08/2021 and not 12/25/2020.